Manufacturer narrative:
Nihon (B)(4) continues to investigate the reported event. Nihon (B)(4) will submit a supplemental report in accordance with 21 cfr part 803.56 when additional information becomes available.

Event description:
The customer reported that all rns have gone into communication loss on all beds.

Manufacturer narrative:
The customer reported that all rns have gone into communication loss on all beds. The np2gwy service was restarted on the netkonnect server and it was verified with wireshark that multicast packets are being generated. Due to the age of this complaint additional information necessary to conduct an investigation is not readily available. Nihon kohden will submit a supplemental report in accordance with 21 cfr part 803.56 if additional information becomes available. Device not returned.